Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator - 2010-(B)(6); 4068-58 implantable pacing lead - 2001-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low impedance and was not sensing. It was noted that the unipolar impedance of the atrial lead was higher than the bipolar impedance. It was also reported that the right ventricular (rv) lead's thresholds were high, and that the device had an egm issue which could be the device adc (analog to digital converter). The system (atrial lead, rv lead, and device) remains in use. No patient complications have been reported as a result of this event.